Event description:
Per oos, the pt experienced a fall on (B)(6) 2010. Since then, elevated capture thresholds of 3.5v @1.5ms were observed. Sensing measurements were stable. Another setrox s 53, sn: (B)(4), was successfully implanted.